Manufacturer narrative:
(B)(4). The patient's skin became very thin over the device and the edges were pushing against the left arm and interfering with the range of motion. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 for a scheduled follow up. Upon examining the implantable cardioverter defibrillator, it was discovered that the skin over the implantable cardioverter defibrillator became very thin. The patient had lost several pounds of weight and the edges of the device were pushing against the patient's left arm and interfering with the motion of the arm. There was no skin erosion at the device site at the time of the examination. On (B)(6) 2020, the patient presented to the hospital for a device pocket revision procedure. The device was re-implanted to a sub-muscular position on the upper left side of the chest. The patient was in stable condition throughout the event and was discharged home following the procedure.